Manufacturer narrative:
B5 --product returned . --exterior physical visual inspection: passed --test transmitter voltage: failed. (0vdc) g7 --follow up 001.

Event description:
The product was returned for investigation. .an exterior physical visual inspection was completed and passed. A transmitter voltage test was performed and failed at 0vdc.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. The reported event of a pairing failure is reportable based on the finding of the [insert probable cause phrase]. No injury or medical intervention was reported.